Event description:
Customer reported that during surgery the drill separated from the guide and remained in patient's acetabulum.

Manufacturer narrative:
The reported product was received for investigation at stryker endoscopy's receiving dock but was not physically received by the investigation team, product was deemed lost; therefore the reported failure mode cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is found, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root causes: design, -drill incompatible with guide, -drill design not flexible enough to accommodate curved guides, - puzzle components too weak for application, process, -drill and/or guide not manufactured to specifications, - drill laser cutting not performed correctly, application, -use of wrong drill with guide, -drill not inserted straight down into guide, - stopping and starting of drill during use. The product was returned for investigation, however the reported failure mode was not confirmed since the device could not be found. The failure mode will be monitored for future reoccurrence.

Event description:
Customer reported that during surgery the drill separated from the guide and remained in patient's acetabulum.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.